Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the pressure is fluctuating in time cycled pressure limiting (tcpl). The customer stated there was no patient involvement associated with this event.